Event description:
It was reported that during a da vinci si hysterectomy procedure, the monopolar curved scissors instrument got stuck in the robotic arm of the system. The surgeon did not wish to wait for isi sales representative's help and made the decision to convert the procedure to traditional open surgical techniques to complete the procedure. The representative was 30 to 40 minutes away and was able to remove the instrument from the arm upon arriving. No injuries or adverse harm was reported.

Manufacturer narrative:
The monopolar curved scissors instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined.

Manufacturer narrative:
This MDR is being submitted for retrospective activity performed relating to field action (B)(4) to investigate micro-cracks on the monopolar curved scissors instrument. These types of micro-cracks will not lead to mechanical failure of the instrument; however, there is a potential for insulation failure after reprocessing, resulting in a pathway for electrosurgical energy to leak to tissue and potentially cause unintended injuries. The location of theses micro-cracks is confined to 2 cm of the distal end of the instrument shaft. This instrument was inspected as part of this retrospective activity and found to contain cracks on the instrument main tube.